Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose event while using the ilet bionic pancreas, with a continuous glucose monitor reading of 53 mg/dl and a concurrent fingerstick of 64 mg/dl, after which the user consumed oral glucose and performed a device recalibration per guidance. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included self-treatment with oral carbohydrates, continued monitoring, and glucose trending upward by the end of the interaction, with no medical intervention or hospitalization. Investigation included device-guided troubleshooting, calibration via glucometer, review of alerts, and completion of a low glucose questionnaire. Investigation of this case revealed no device malfunction identified during support, and the device issued appropriate low glucose alerts. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.